Event description:
Patient with history of dvt x2, hypercoagulable state, and chronic treatment with coumadin. Patient was seen in coumadin clinic where patient was tested three times. First time the machine read "error". Test was repeated two more times with result of inr 2.2 and 2.3. Patient went to a second facility for a CT scan for an unrelated issue. CT results demonstrated acute hemorrhage with the right intrarenal collecting system. Patient went to emergency department with complaint, and inr result via venous draw was 10.8. Patient was treated with vitamin k and fresh frozen plasma. Patient was discharged with an inr of 2, and on coumadin 5 mg. Patient's prior coumadin dose was 40 mg and had been increased to 90 mg based on results obtained from hemosense monitor.